Manufacturer narrative:
No device problems were identified. Revision procedure was successfully completed and no problems have been identified. The instructions for use for the system states: " improper placement, positioning, alignment or fixation of the ijs-e construct may result in unusual stress conditions which may lead to subsequent reduction in the service life of the components, construct failure, postoperative complications or ineffective treatment."

Event description:
Detachment of connecting rod.